Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a gynecological laparoscopic procedure the device exhibited no output. The device was replaced with a non olympus reusable molly forcep. The intended procedure was completed. There was no patient harm or impact reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, device evaluation and investigation conclusion. Device was evaluated. The first device (returned loose) was plugged into a g400 generator and the generator correctly identified the forceps and set the default power settings to vp1/30w. During default settings, the device was activated on a saline-soaked paper towel. Both jaws energized, producing steam. The effect was replicated at 10 and 40 w. Visual inspection of the two un-sealed devices noted no abnormalities. Both devices were clean and appeared not to have seen clinical use. Jaws opened and closed smoothly, shafts were straight and handles, cords and plugs were intact free from damage. There were no problem found with the device. The reported issue was not duplicated. Dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor the field performance of this device.